Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's scs system was auto-reducing. Diagnostic testing revealed many invalid contacts. Reprogramming was able to provide stimulation. However, the patient lost stimulation approximately 2 weeks later. The physician explanted and replaced one of the leads. The patient reported receiving effective stimulation therapy post operative.